Manufacturer narrative:
Additional procode = dro. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a female patient (age unknown), the device failed self test for defib and pacer functions. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a system interconnection flex cable that was not properly seated. The cable was reseated to correct the reported problem. Analysis of reports of this type has not identified an increase in trend.